Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. The emerge, mr, ous 15mm x 1.50mm balloon ruptured at ten atmospheres. The number of inflations is unknown. Another of the same device and size was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. The emerge, mr, ous 15mm x 1.50mm balloon ruptured at ten atmospheres. The number of inflations is unknown. Another of the same device and size was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).